Event description:
Abc plate placed - august 11, 2000. Pt experienced pain in neck. X-ray showed plate broken. Surgery performed in 10/12/2005 to remove abc plate. It was noted that soft tissue and bone growing around plate prior to removal. Quite a bit of drilling and maneuvering to expose/remove screws to get to plate. Further damage incurred to plate during removal. Surgeon replaced with another abc plate.